Event description:
According to the reporter, during a laparoscopic bypass, the stapler was able to fire but there was a problem unloading the device. It was stated that the load did not open requiring them to replace the reload and the stapler. It was also stated that the device was not stapling and a component broke off. The event resulted to an increase in surgical time of more than 30 minutes and bleeding less than 500ml. The patient incurred a temporary injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the loading unit noted that the staple cartridge was pre-fired and engaged in interlock. The jaws of the loading unit were clamped. Functionally, the jaws were manually opened and loaded into a pmv instrument. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a unreported condition of staple pre-fire and inability to open the jaws that has no relationship to the reported condition. Staple pre-fire and inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. No further actions have been deemed necessary at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, the stapler was able to fire but there was a problem unloading the device. The load did not open requiring them to replace the reload and the stapler. A component broke off. The event resulted to an increase in surgical time of more than 30 minutes and bleeding less than 500ml. The patient incurred a temporary injury.